Event description:
Svc impedance >200 ohms since 14-jun-2022. Lead was implanted on (B)(6)2022 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).